Manufacturer narrative:
The patient interface was used; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the pi during laser firing. Procedure was completed successfully using same cone. There was no patient injury or surgical intervention needed. This report is 3 of 3.